Event description:
It was reported that shaft break occurred. During unpacking of a 3.5mm x 15mm quantum maverick balloon catheter, the delivery shaft was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. The balloon protector and shipping mandrel were returned in place on the device and were removed without issue or resistance. There was no fluid present to the device and the balloon was tightly folded. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.5mm x 15mm quantum maverick balloon catheter, the delivery shaft was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.